Event description:
The customer received a blood glucose reading of 108mg/dl on the contour. He also tested on the contour usb and the readings were 67, 61 and 24mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for investigation. New meter and strips were sent to him.